Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with an unknown blood glucose at the time of the incident. The customer reported they passed out due to the low blood glucose and was brought to the emergency room. The customer alleges the insulin pump was over delivering insulin properly and over delivered since they had a low blood glucose after dinner. The customer was treated with food, glucose tablets, and glucide drip at the hospital. Troubleshooting was performed but did not resolve the issue. The customer also reported having high blood glucose around 200 mg/dl since the incident. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.